Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the clip became loose and the fixation was not firm when the cystic duct was fixed using the absorbable ligation clip causing a failed anastomosis. Another device was used to complete the case.